Event description:
According to the reporter, intra-operatively, while suturing, the thread of three sutures broke in the middle. Another suture from another lot was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) vlocm2145, vlocm2145 v-loc* 90 2-0 vio 23cm gs22, (lot #a2l0345vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture and one needle. The needle was attached to the suture thread. The suture was measured with a metal yard stick, calibrated asset, and the suture matched the advertised length of 9 inches. Upon microscopic inspection, no deformation of the suture barbs was observed and the weld on the loop was intact. It was reported that the suture broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.